Event description:
Patient has what appears to be lead noise on farfield and rv channels. Other lead statistics are in range. Noise is reproducible with postural testing. Lead remains actively implanted but will be evaluated further. No adverse patient events were reported.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Gradual increase of rv threshold noted. This lead was capped and replaced on (B)(6) 2020. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.